Manufacturer narrative:
Cont'd medical devices: d5w/0.9% nacl/ kcl and tpn bag. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device alarmed for neoi (near end of infusion), and the tpn burette was empty with the clamp closed. The user opened the clamp and slightly pressed the burette to fill it; however, the burette cracked with a loud popping sound. The user immediately clamped and stopped the infusion, and removed the tubing. A change in solution of d5w/0.9% nacl with kcl was ordered and hung, and pharmacy was notified for a new tpn replacement bag. A separate infusion of lipids at an unspecified rate remained infusing. It was reported the last tubing change was (B)(6) and it was due to be changed on (B)(6). There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of a cracked burette was confirmed from a photo received from the customer. Evaluation of the photo showed a vertical crack along the front of the cylinder. The root cause of the crack was not identified.

Event description:
The customer reported that the device alarmed for neoi (near end of infusion), and the tpn burette was empty with the clamp closed. The user opened the clamp and slightly pressed the burette to fill it; however, the burette cracked with a loud popping sound. The user immediately clamped and stopped the infusion, and removed the tubing. A change in solution of d5w/0.9% nacl with kcl was ordered and hung, and pharmacy was notified for a new tpn replacement bag. A separate infusion of lipids at an unspecified rate remained infusing. It was reported the last tubing change was september 8 and it was due to be changed on september 12. There was no report of patient harm.